Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, the flexible screw driver broke while surgeon was using it. No fragments were generated. The procedure was successfully completed without surgical delay. There was no patient consequences noted. This report is for one (1) 5mm hex flexible screwdriver this is report 1 of 1 for complaint (B)(4).